Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event on 24oct2023 was confirmed via analysis of the submitted log file. The heartmate mobile power unit (serial number (B)(6) ) was not returned for analysis. The submitted controller event log file contained data spanning approximately 11.5 days (19oct2023 - 30oct2023 per the timestamp). The log file captured a loss of external power event while connected to the mobile power unit on 24oct2023 from 10:06:25 ¿ 10:06:30. During this time, the log file captured low voltage hazard, power cable disconnect, and no external power alarms due to the rsoc and bus voltage in both power cables measuring below the minimum voltage threshold. The alarms resolved when the rsoc and bus voltage was restored to its expected voltage threshold. Pump operation was not affected by the alarm. Provided information stated that the serial number of the mobile power unit is (B)(6), the cause of the alarm was a power disconnect from the wall outlet, the ac power cord had a v-lock connector, there were no environmental circumstances that would have affected ac power at the time of the event, the mpu was not exchanged, no further alarms were active, and no product will be returning for analysis. The root cause for the reported event was determined to be due to the ac power cord coming loose at the wall outlet. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review displayed power cable disconnect / low power hazard /no external power alarms on (B)(6) 2023 at ~10:06 am while tethered on mobile power unit (mpu). These alarms appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. There were no other unusual events seen within the log files. The cause of the alarms was identified to be power disconnect from the wall outlet. Safety was reviewed with the patient and their mother.